Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2017-06174. It was reported that the patient died. The target lesion was located in a chronically calcified right coronary artery. A transvenous pacemaker electrode was fixed via the fight femoral vein and assistance initiated. Noradrenaline was simultaneously initiated via intravenous infusion. A left radial artery puncture was performed and a rotawire advanced distal to the lesion followed by ablation with 1.5 rotalink burr for 45 seconds divided into two runs. An adequate angiographic result was observed. The lesion was pre-dilated with a quantum apex balloon and two synergy stents were implanted. Angiographic review revealed adequate coronary flow and the pacemaker and noradrenaline were removed. The patient's status was stable. Hours later the patient's blood pressure altered and the patient was treated with medication. Cardiac arrest with ventricular fibrillation and electrical activity without pulse occurred. Resuscitation was performed but hours later the patient died. No autopsy was performed and cause of death was listed as ventricular fibrillation.